Event description:
On (B)(6) 2009, while assisting the patient's nurse with setting up the infusion device, it was discovered that the insulin cartridge plunger was stuck to the piston rod. It is unknown how or when the plunger became stuck and the patient was unavailable to provide details. Upon follow up on (B)(6) 2009, the patient's diabetes educator stated that they were able to remove the plunger from the piston, rod but she requested that the infusion device be replaced for possible insulin in the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.